Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the nozzle. It was also confirmed that the section of the device with the foreign material had no deformation, and that the customer implemented the reprocessing in line with the instruction for use (IFU). The type of material in the nozzle and root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.